Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the headache has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced severe headaches following the lead revision on (B)(6) 2020 (related manufacturer reference number: 3006705815-2020-01278). X-ray revealed that the lead was intrathecal. As such, the lead was explanted and replaced with a new lead on (B)(6) 2020. Patient continues to experience light headache. Therapy has been resumed.